Event description:
Allegedly on (B)(6) 2023 the wheelchair together with the user tipped/fall over sideways twice. The first fall occurred after the user, with the help of an attendant, overcame a curb backwards with the wheelchair tilted and then, directly after the curb, the wheelchair tipped to the side when the smoov was actuated. The second fall had occurred when driving over another curb and again the wheelchair had tipped sideways. The user sustained several bruises as a result of the falls.

Manufacturer narrative:
This event occurred in germany. Alber gmbh is filing this report because the device is also marketed and sold in the u.s. Alber has requested the involved device for investigation.